Manufacturer narrative:
(B)(4). Date sent: 4/17/2024. D4: batch #587c56. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the metal anvil not properly seated and a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The anvil assembly was examined and the anvil shroud locks were noted damaged as if the anvil had tried to be removed from the device. This condition could have caused the reported event. The anvil was pushed back to its original position in order to perform the functional test and the device was tested with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Based on the condition of the anvil and anvil shroud, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 587c56, and no non-conformances were identified.

Event description:
It was reported that during a colectomy, unformed staple in u-shape was fired, and the firing force was higher than expected during 2nd firing. The staple unformed area was from the tip to the middle of the cartridge. The staple height was 1.8mm. The target tissue was thick than usual. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 4/2/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.